Manufacturer narrative:
Follow-up #1: date of submission 05/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2016 with the following findings: on investigation, the display screen was fully illuminated without evidence of a line through the display screen. Investigation did not duplicate the complaint and the pump was determined to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a display (line through display) issue on a brand new pump, directly out of the box, never used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.